Event description:
Damage was reported to the pump's housing around the usb port, which affected its ability to charge and led to a shutdown. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the current pump was under warranty. The customer planned to continue using the existing pump until the replacement arrived and was instructed on how to put the pump into storage mode before returning it, using a pre-paid label within 10 days.